Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to elevated intraocular pressure and the patient felt uncomfortable. The lens was not exchanged for another lens.

Manufacturer narrative:
(B)(4) - intraocular pressure rise. (Patient uncomfortable).(lens explanted). (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - elevated iop after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), hypertensive response to steroids, etc. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).